Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient was not feeling well and was brought into the clinic. The lead displayed low level noise and an increase in capture threshold. The noise was not reproducible. Oversensing was observed on the ventricular channel. The lead will be monitored.